Manufacturer narrative:
The rebel bare metal stent was returned for analysis. The device was visually and microscopically examined. There was contrast present in the inflation lumen and the balloon was tightly folded. The proximal end of the stent from struts 1-12 were in place and intact. The distal portion of the stent was pulled up and apart over the tip of the balloon.

Event description:
Reportable based on device analysis completed on 14jun2022. It was reported that crossing difficulties were encountered. Following pre-dilation, the 32 x 3.00 rebel bare metal stent was advanced but failed to cross the 80% stenosed target lesion. The device was removed the the procedure completed with another of the same device. There was no harm to the patient and the patient condition was stable. However, device analysis revealed stent damage.